Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was 160 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. Multiple attempts were made to follow up with the customer, however, a response was not received.